Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
No additional info.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had malfunction. The following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Event description: ¿1. Issue reported: appears that the primary line fluid was being pulled despite pump setting for secondary medication (chemo) to be infused): primary pump tubing (non filtered) ¿ with 500ml normal saline; secondary tubing with rituximab (chemo) 250ml bag ¿ to run at rate of 144ml/hr; medication was hung, rate programmed and initially appeared that infusion was working correctly; at 30 minutes into infusion - 72 ml should have been infused ¿ but it appeared tat the secondary medication bag was full; primary line = bag of normal saline appeared to have been back priming into the secondary med line. Fluid was pulling from the primary line (despite being lowered on 2 hangers and pump set correctly); rn then clamped the primary fluid line and re-programmed to infuse the secondary medication at programmed rate; infusion had been through a peripheral IV 24g nexiva; no harm to patient ¿ extended chair time to allow for complete infusion of medication¿.